Event description:
The customer reported the device displayed a dead battery message, when the pump was removed from the socket. A review of the device error log during investigation found n56 (replace battery) and n252 (depleted battery) alarms. During testing, the device displayed the battery depleted message with the battery icon empty, when powered up on dc power. Additionally, when the device was connected to ac power, the message to keep the device plugged into ac was displayed; once the ac was disconnected the device displayed a depleted battery message and powered off. The battery was replaced and the change battery option was keyed. The device passed all testing. The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. This issue was recently addressed under field safety notice q.fa.emea.2017.001.